Event description:
During follow-up, it was not possible to interrogate the device. The device was explanted and successfully replaced. The patient was in stable condition.

Manufacturer narrative:
Additional information: device was received with no telemetry and no output. Testing after cutting open the device determined the battery had reached end of life. Further testing after replacing the device battery found premature depletion had occurred due to high battery current. A defective u2 xena integrated circuit was discovered to be the cause of the high current.